Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation was ruptured. Performance data collected from the device was also received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, oversensing due to non-physiologic signals/sic (sensing integrity counter) and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2016, ventricular sic counts were up to 1555, along with non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. On (B)(6) 2016, the rv pacing impedance dropped to 0 ohms down from a trend in the 342-418 ohm range and the rv lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in three days and 2 or more high rate nsvt episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a suspected lead fracture, along with high and low impedance values, oversensing of noise, elevated sensing integrity counter (sic) and observation of non-sustained ventricular tachycardia episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.